Event description:
It was reported that the patient experienced incontinence with this artificial urinary sphincter (aus). The system was no longer preventing leakage. The device was removed and replaced. There were no additional patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence with this artificial urinary sphincter (aus). The system was no longer preventing leakage. The device was removed and replaced. There were no additional patient complications.